Event description:
Adverse event. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1992 - 2005. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.